Manufacturer narrative:
The instructions for use (IFU) were reviewed, which state that spo2 with avalon has a fast algorithm that is different than the m1350b older fetal monitors. This led to the customer¿s confusion. Philips customer care representative (ccr) informed the customer about the application note regarding spo2 fast algorithm and also IFU information on artifact of fetal heart rate (fhr). The ccr discussed the maternal switching at the beginning of the trace as well as spo2 delay and advised that when there is '?' Ccv on the tracing, the nurse should ensure good signal quality by using a thin layer of gel over the face of the transducer, making sure that there is no air between the maternal skin and us transducer. Ensure signal quality indicator is half full or higher. If there is question as to spo2 delay, users can apply 2-lead ECG to obtain maternal heart rate which will have no delay in processing. Also use fetal scalp lead for dfhr if indicated. The provided information does not support that a device malfunction occurred. The available information from this report does not support that this issue represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
Customer states they have new avalon fetal monitors. The nurses seem to have a hard time determining if the ultrasound transducer is picking up maternal. Customer stated that the "old" fetal monitors were very easy to determine if fetal rate was picking up maternal. There have been a couple of occurrences where the trace is difficult to interpret. The fetus had 0-0 apgar scores; baby at the time of this report was reported alive and in a neuro rehab. There has been no indication of any connection between the use of this fetal monitor and the condition of the baby.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer submitted a pimr and stated "they recently replaced their old m1350b fetal monitors with avalon fetal monitors. The nurses are having a harder time, difficulty interpreting fetal heart rate tracing with us and toco mp or spo2 of maternal heart rate. Users question whether ultrasound was picking up maternal heart rate during pushing phase. The fetus had 0-0 apgar scores and is now in neuro rehab".